Event description:
It was reported that the patient received an inappropriate shock due to oversensing, and the right ventricular (rv) lead exhibited decreased sensing as well. The lead was reprogrammed, and was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).